Manufacturer narrative:
Concomitant medical products: d224vrc ICD; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two months ago, the lead exhibited noise and oversensing. Approximately a month later, the lead triggered a lead integrity alert (lia) for high impedance, a high number of short v-v intervals, and high rate non-sustained episodes. It was also noted that the lead exhibited varying impedance measurements. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.